Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens). It was reported that patient's hands and feet were swelling and felt as though they were retaining water. Patient could not seem to void hardly any volume. Patient already lowered stimulation and it dot seem to change anything. No further complications were reported.